Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with amikacin injection and ceftazidime injection (1gm, ongoing, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that antibiotics treatment was discontinued. On an unknown date, the catheter was removed and patient was switched to hemodialysis therapy (twice a week) and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.